Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer - additional information. G6: report type updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver data was missing within the investigation window in log description. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported